Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is currently undergoing evaluation. Once the investigation has been completed or additional information is received, a supplemental report will be sent.

Event description:
Report received from the USA stating that the device had cord damage. It is unknown if the device was used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.